Event description:
The healthcare professional (hcp) reported through a manufacturer representative that high impedances of 40000 ohms were measured during connection testing. It was stated that high impedances were measured on ¿all electrodes except for electrodes 1, 2, and 4¿ for lead (B)(6) and on all electrodes of lead (B)(6) after lead placement and implantable neurostimulator (ins) connection. It was stated that the ins was replaced and the connection was checked, but the same issue persisted. It could not be determined whether the issue was present from the time of initial shipment or whether the leads themselves were damaged intraoperatively by a sharp instrument used by the physician; whether any external factors may have caused the event could not be determined. It was stated that ¿while the possibility of a malfunction on the electrode side was considered, a potential issue on the ins side was also suspected.¿ the ins was replaced and the leads were replaced with similar leads that had been prepared as spares and after confirming proper connection and impedance, the wound was closed. The issue was resolved at the time of report. It was noted that ¿during removal, the anchor was pulled strongly while extracting it and a physical issue that likely occurred at that time was confirmed.¿ it was stated that a ¿physical issue occurred with one of the leads¿ when the anchor was pulled out ¿ the lead¿s insulation was confirmed to be torn. There were no health hazards reported; no further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d10: product ID: 977a260, lot# / serial# (B)(6), implanted: (B)(6) 2026, explanted: (B)(6) 2026, product type: lead, ubd: 12-feb-2030, UDI#: (B)(4); product ID: 977a260, lot# / serial# (B)(6), implanted: (B)(6) 2026, explanted: (B)(6) 2026, product type: lead, ubd: 12-feb-2030, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.